Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a none tachycardia response was observed. The device classified vt as svt. Programing changes were discussed. It was later noted that no programming changes were made, and the patient will continue to be monitored. The patient is fine.